Event description:
While burring in a pka case today the irrigation clip became unclipped and caused a brief delay in the case (30 seconds or so due to dr burns having to rearrange the irrigation clip multiple times and eventually had his scrub tech hand irrigate the wound. The irrigation clip was thrown out after the case as these are disposable components of the pka case but I have attached the specific packaging for the clip involved.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the irrigation clip broke. It was determined that there is inadequate information to conduct a product history review for this device. Reference nc 1747567 for further information. A review of complaints related to p/n 111690, lot 176364 shows 2 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. It was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While burring in a pka case today the irrigation clip became unclipped and caused a brief delay in the case (30 seconds or so due to dr (B)(6) having to rearrange the irrigation clip multiple times and eventually had his scrub tech hand irrigate the wound. The irrigation clip was thrown out after the case as these are disposable components of the pka case but I have attached the specific packaging for the clip involved.